Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. A patient was suspected to have overdose. The hcp wanted to turn off the pump. The hcp said that placing and keeping the magnet on the pump was not doable, due to the position of the pump. The hcp decided to treat the patient via intravenous (IV) treatment to counteract the overdose symptoms. The call was transferred to the national answering service (nas) to page a company representative (rep).